Event description:
It was reported by the patient's legal counsel, that the patient received a left tka on (B)(6), 2009. On (B)(6), 2011, the patient was revised due to pain and malalignment/loosening of the implants.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.